Event description:
Customer reported he was priming and it kept looping and asked her to prime again. Customer also stated she would enter carbohydrates and it will jump numbers. Customer stated her doctor thinks the issues may be affecting the insulin delivery. Customer's blood glucose was 72 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. No rewind anomaly noted. Unit received with all buttons responding properly and passed all functional testing. The insulin pump has cracked case at reservoir tube and reservoir tube window. Unit received with minor scratched lcd window.